Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a squeaking due to ceramic insert fracture. Acetabular revision surgery was performed on (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : squeaking du to ceramic insert fracture. The product was not returned to j&j medtech orthopaedics, however x-rays were provided for review. The x-rays investigation revealed that the delta cer insert is fractured in multiple pieces, it is reasonable to conclude that audible sound would be present. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 3826057 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 3826057 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review : a manufacturing record evaluation was performed for the finished device product description: delta cer insert 32id x 48od product code: 121882748 lot number: 3826057 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: the surgery had been postponed to (B)(6) 2024 and the actis stem also had to be revised due to damage to the ceramic on the metal of the stem neck.